Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 03/12/2024, it was reported that the patient experienced disorientation and breathing problems. The cgm was reading 70 mg/dl and the patient self-treated with juice but was not able to take any bg reading as she fell down and experienced seizures. The patient´s parent treated the parent treated the patient with nasal spray baqsimi 3mg (nasal glucagon) and called the ambulance. At the ambulance the paramedics took a bg reading which was 300 mg/dl. At the hospital the patient was treated with IV fluids (no information about specific medication). At the time of the report the patient was fine. The patient was discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.